Event description:
It was reported that a post-operative chest x-ray indicated that the slack had pulled back on both the atrial and right ventricular (rv) leads. The physician was concerned about the long term performance and elected to revise the lead. Slack was added and the rvlead was repositioned as well. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.